Manufacturer narrative:
Date of event is estimated. The event of lead fracture was reported to abbott. The lead was left in place due to scar tissue and additional lead was implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's l1 lead became fractured and was confirmed via x-ray. As a result, the physician left the lead implanted due to scar tissue and added an additional lead on (B)(6) 2020 at the same location to address this issue. Effective therapy was restored post op.